Event description:
A evd was place at bedside by neurosurgery, nurse primed and prepared the transducer to connect to the evd. Once connected, no icp wave form appeared on the monitor in the room. Troubleshooting the drain was performed (zeroing, draining), a new transducer cable was tried, a transport monitor was tried, the neurosurgeon flushed the evd with ns, all of these interventions were delaying transport to a CT scan. And throughout this time, we did not know what the patients icp was. Eventually we changed the transducer and a wave form appeared. This was a delay in care and potential harm to the patient and a waste of time and material. Manufacturer response for evd, evd (per site reporter) [redacted date] - sample retrieved. [Redacted date] - complaint reported to mfg.; RMA requested. [Redacted date] - integra email acknowledgement received. Integra pr 286045.